Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was 597 mg/dl with shortness of breath, excess urination, nausea, and vomiting. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. It was reported that the pumps failed to alarm for an occlusion. During troubleshooting it was determined that the pump functioned appropriately: the occlusion sensitivity was set to high - no device issue was indicated. This complaint is being reported because the reported health issue was attributed to a use error.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/22/2017 with the following findings: the complaint could not be investigated due to an unrelated moisture ingress issue. The complaint could not be confirmed as having occurred: data relevant to the alleged event was overwritten due to extended pump use. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings.